Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately erratic. The reporter was unable to give exact values apart from that there was a "20 to 25 point difference". The tests were performed within 20 minutes of each other. This complaint is being reported because the reported results may not have met lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (06/12/2015). The patient¿s meter has been returned on 5/19/2015 and evaluated by lifescan product analysis on 5/28/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.